Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and confirmed the imaging system was not booting up completely. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. The software was reloaded and the issue resolved. A full imaging system check-out was completed following and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that outside of a procedure, the imaging system was not booting up. There was no patient present when this issue was identified. No additional information is available.